Event description:
It was reported that the pt presented to the cath lab acute myocardial infarction with a severely diseased left anterior descending, diffuse throughout. Thrombus was observed in the occluded vessel. Reportedly, the pt was not a surgical candidate. During a ptca/stent procedure on an ostial left anterior descending, a dissection was noted after being predilated with an unknown balloon catheter. Reportedly while attempting to place the stent in the ostial dissection, visualization of the ostium and the stent delivery system markers was difficult. It was reported that an add'l fluoroscopic view had to be obtained to ensure that the stent was not deployed in the left main, delaying the deployment of the stent by approx 20 seconds. The stent was adequately deployed, but there was still no distal flow. Pt became unstable, an intra aortic balloon pump was used, and CPR was administered, but the pt expired. Causation between the device and the pt's death cannot be established.